Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 500 mg/dl and manual insulin injections were used to correct. Customer reverted to an alternate pump for insulin therapy. Customer could not troubleshoot with tandem technical support. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.